Manufacturer narrative:
.

Event description:
The customer reported oil mist and an odor coming from their unit. Attempted to contact the customer to gather more information regarding potential physical symptoms related to the oil mist but the customer was not available. The asp field service engineer repaired the unit.